Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported by the patient¿s mother that the patient experienced inaccurate cgm values. The patient was using a tandem t: slim x2 pump during the event. The patient was at school when her cgm alarmed and showed readings of 63¿64 mg/dl. She drank two cans of soda and ate two cookies in response. When she got home, she could not find a manual glucometer, so she went to her endocrinologist¿s office for a fingerstick blood glucose (bg fs) check. The fingerstick reading showed her blood glucose was around 800 mg/dl. Her dexcom cgm continued to display low (unable to provide exact value). She was given an insulin injection, but her blood sugar did not come down. Ems was called, and she was transported to the emergency room (ER). In the ER, her blood glucose remained over 800 mg/dl, while the cgm continued to show readings around 63 mg/dl. She was treated with IV fluids and insulin. After a few hours, her blood glucose decreased to about 169 mg/dl, and she felt fine. The duration of the patient¿s stay in the ER is unknown. The patient did not report symptoms of either low or high blood sugar during the event. Her dexcom cgm continued to display low (unable to provide exact value). No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. After a few hours, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.